Manufacturer narrative:
(B)(4). Concomitant medical products: 113633, lot: 283780m comprehensive mini stem; 118001, lot: 016610, versa-dial taper adapter; 113055, lot: 792010, comprehensive versa-dial humeral head; 113954, lot: 095580, medium biomet hybrid glenoid base; pt-113950, lot: 865440, biomet hybrid glenoid post with regenerex.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient experienced left shoulder instability two years post primary implantation. Impingement and pain were also noted at the two year follow-up visit. No revision has been reported. No further information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further information.